Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg level. Customer loaded a new cartridge to resolve the issue.